Manufacturer narrative:
All button function properly, however moisture damage was found on keypad traces. No ramping numbers on their own or scrolling bar moving anomaly noted. Pump was received with scratched lcd window, cracked case at display window corners. Cracked reservoir tube lip, broken battery tube threads and missing end cap sticker. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had a keypad anomaly. The blood glucose at the time of the incident was 78 mg/dl. Troubleshooting was not performed. The device was returned for analysis.